Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:h3 additional information: b5, d4, d9, the device was returned to olympus for inspection, and the reported failure of the broken tip was confirmed. Based on the results of the investigation, the cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. It is found that during the seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing a scratch. The probe was subjected to the load of the seal and cut output or the gripping of tissue, causing a crack to form from the scratch. The probe broke due to the application of load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. There was no unplanned diagnostic imaging needed to locate the device. The intended procedure was completed without delay with a similar replacement device. There was no patient injury or harm due to the device malfunction.

Event description:
It was reported the subject device had a broken tip. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information supplied by the customer. The intended procedure was completed. There was no reported patient injury or harm due to the device malfunction. The procedure performed cannot be confirmed. There was no delay in the procedure due to the event. There was no unplanned diagnostic imaging to locate the device.